Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, instrument cleaning/sterilization instructions and (B)(4), there is no evidence that the device was out of specification. The most likely root cause could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7040-90, lot# 7914003181007, manufactured 01/25/12, expires 2015-02 (x2). P/n 7045-90, lot# 7914003235004, manufactured 02/23/12, expires 2015-04.

Event description:
The surgeon performed a left sided si joint arthrodesis on the patient using the ifuse implant system placing three implants on (B)(6) 2012. The patient stated that she was hospitalized for three days following the procedure for a large hematoma and a possible infection for which she was given IV antibiotics. The patient recovered from both the hematoma and the possible infection. The circumstances leading to the hospitalization for hematoma and possible infection are not known.